Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The device passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
It was reported by customer that their insulin pump may not be functioning properly and they had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 727 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined troubleshooting. Nothing further reported.